Manufacturer narrative:
(B)(4). The lot was manufactured from 3/9/15 ¿ 3/10/15. The device was received for evaluation. Visual inspection was performed on the drip chamber with no particulate matter inside of the fluid pathway identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type solution set had a black hair sealed in the plastic of the drip chamber. The issue was discovered prior to priming. There was no patient involvement. No additional information is available.